Event description:
Patient ventilator stopped working while patient was on the vent. Rn called respiratory therapist (rt) when they got to the patient they were bagging him with bag-valve-mask (bvm). Patient was not in distress. Ventilator was alarming "restart ventilator" no buttons on vent were working. Ventilator turned off and orange tagged. Patient received new vent.